Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed as received, the monitor failed incoming testing and displayed service code 102. The cause for the code 102 has been confirmed. As received, the monitor failed incoming testing and displayed service code 102. The cause for the code 102 and incoming test failure is an open resistor r45 on the computer / analog (ca) board. The root cause for the open resistor cannot be positively identified. No adverse event results from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report her monitor was displaying service code 102. The patient was issued a relacement monitor